Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration,thrombosis, embolism and fracture occurred. The 15mm diseased target lesion was located in the circumflex artery (cx). The cx was shunt stented with a great result. The physician then predilated the lesion and attempted to deploy a 3.00x16mm synergy¿ stent; however, the stent ¿jumped¿ back 3mm during deployment and was positioned across the left anterior descending artery (lad). The physician ¿picked up¿ one stent strut with a new unspecified guide wire and dilated through the stent but the stent struts did not appose to the vessel wall. The patient developed thrombus on the side of the stent and the thrombus embolised down the lad. An optical coherence tomography image showed a ring of stent that was not on the lad wall with a lot of thrombus. A 3.5 non-compliant balloon was advanced and inflated at 24atms. It was believed that the stent strut fractured at this point. The left main (lm) into the lad was stented and kissing balloon technique was performed with a good result. No additional patient complications were reported and the patient¿s current condition is stable.